Event description:
This case, initially regarded not regarded as incident was detected as being a legacy case from conceptus and was entered in argus on 05-may-2015. The medical content of the case was not changed. This is a study case report received from a investigator in (B)(6) on 11-jun-2010 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Essure was inserted on (B)(6) 2010. Patient experienced procedural pain. At three months visit, on (B)(6) 2010, patient was presenting pain/cramps. Additional information received on 07-may-2015: ptc (product technical complaint) investigation results. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 07-jul-2016: follow up information received from investigator. Center ID: (B)(6). Essure lot number 689961. The patient experienced pelvic pain episodes since essure placement for tubal sterilization in (B)(6) 2010. She was submitted to a bilateral salpingectomy by laparoscopy with essure removal on (B)(6) -2011. The anatomo-pathological report on (B)(6) 2011 showed there was no histologic change in favour of allergic reaction. On (B)(6) 2011, her pain episodes were still present. Since (B)(6) 2011, the patient was not seen again. The investigator considered the event pelvic pain episodes as non-serious. Investigator's causality assessment between essure and pelvic pain episodes was not available. Follow-up received on 19-jul-2016: the salpingectomy was related to pelvic pain episodes. Follow up information received on 22-jul-2016: salpingectomy performed on (B)(6) 2011, the cavity exploration showed 2 ovaries of normal size and aspect, free in there fossa, uterus of normal size, form and color, 2 thin fallopian tubes, winding, with no adhesion, douglas and vesico-uterine pouch were healthy; there was no endometriosis lesion and her liver was healthy. On hysteroscopy there was no intra-abdominal lesion found. The patient was to be seen again in 6 weeks. The question of a possible associated adenomyosis was to be considered. Follow-up received on 13-oct-2016 and on14-oct-2016 from investigator (upgraded to incident): the investigator considered the pelvic pain episodes serious due to intervention required. The patient recovered in (B)(6) 2011 (previously reported as (B)(6)). In addition, reporter confirmed that there was no alternative cause to the pelvic pain episodes. The investigator considered the pelvic pain related to essure. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had pelvic pain episodes/pain/cramps after essure (fallopian tube occlusion insert) insertion. She underwent a bilateral salpingectomy by laparoscopy with essure removal. Initially it was reported that her pain episodes persisted. However, upon follow up, it was informed that she recovered two months after essure removal. Pelvic pain is anticipated according to the reference safety information for essure. Although, the pathology report from her surgery did not show any signs of an allergic reaction to essure. Considering that she recovered two months after essure insertion and there is no alternative explanation for that pain, in agreement with the investigator, the case was considered related to essure inserts. Upon follow up information, the case was regarded as incident since surgical intervention and device removal was required. An updated product technical analysis (lot number provided) is being sought.

Manufacturer narrative:
Follow-up received on 24-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number: 689961; manufacturing date: nov-2009; expiration date: nov-2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1855 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(6)). She had pelvic pain episodes/pain/cramps after essure (fallopian tube occlusion insert) insertion. She underwent a bilateral salpingectomy by laparoscopy with essure removal. Initially it was reported that her pain episodes persisted. However, upon follow up, it was informed that she recovered two months after essure removal. Pelvic pain is anticipated according to the reference safety information for essure. Although, the pathology report from her surgery did not show any signs of an allergic reaction to essure. Considering that she recovered two months after essure insertion and there is no alternative explanation for that pain, in agreement with the investigator, the case was considered related to essure inserts. Upon follow up information, the case was regarded as incident because surgical intervention and device removal was required. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible.